Manufacturer narrative:
(B)(4). Concomitant medical products: 12-139012 endo ii mod endo head sz 44 708590, cp152445 bi-metric fmrl c intlk 9x300 l 890090, 11-165103 arcom rnglc tri- polar lnr sz27 190020. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08311, 0001825034-2018-08315, 0001825034-2018-08316.

Event description:
It was reported that the patient experienced blood loss of 1500 ml during re-implantation, following treatment of infection. No other additional information is available.

Manufacturer narrative:
The complaint is confirmed based on the operative records provided. Review of the device history record identified no deviations or anomalies would contribute to reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.